Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue of the device being unable to power on. The device was evaluated and powered on with both the ac and dc power supplies. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. No root cause could be determined for the reported issue of the device not powering on.

Event description:
The customer contacted stryker to report that their device was unable to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.